Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified proximal to mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with a different device. There were no patient complications not injuries reported and the patient's status was good.